Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, powerglide needle and catheter were inserted into patient, when rn was retracting device the needle did not safety / needletip exposed. There were no complications to either the patient or the clinician. The needle guard didn't engage, or come out of the handle at all, but noticed it once nurse withdrew it from the patient so there were no ill effects.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a defective safety mechanism is confirmed and was determined to be related to manufacturing. One 20 ga powerglide pro was returned for evaluation. An initial visual observation of the returned powerglide pro revealed blood use residues throughout the device. It was observed that the catheter and safety wings were missing from the device. The safety mechanism was not advanced down the needle shaft, and the safety mechanism was observed to be at the proximal end of the needle inside the housing of the powerglide pro. A microscopic observation revealed excessive adhesive along the proximal end of the needle shaft where the safety mechanism was located. The device was taken apart to observe the excessive adhesive. A uv light was used to identify the adhesive along the needle shaft. This excessive adhesive was determined to be related to the manufacture of the device causing the safety mechanism to remain stuck at the proximal end of the needle. This complaint will be recorded for future trending and monitoring purposes.